Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 520 mg/dl. The customer addressed their bg with a manual injection. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.